Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, after deploying and detaching four ruby coils into the aneurysm, the physician deployed the fifth ruby coil into the aneurysm, then detached the coil from the pusher assembly and pulled the pusher assembly from the px slim delivery microcatheter (px slim). While attempting to remove the px slim from the patient, the physician noticed that the fifth ruby coil was stuck at the tip of the px slim. The physician did not have a continuous flush on the px slim. Therefore, he decided to pull the entire px slim out of the other manufacturer's diagnostic catheter together with the ruby coil. The ruby coil was then manually removed by hand from the px slim. The procedure was completed using a new ruby coil and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the ruby coil embolization coil was detached from the pusher assembly with the proximal constraint sphere intact. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusion: evaluation of the returned device revealed the embolization coil was detached from the pusher assembly with the proximal constraint sphere intact. Since the ruby coil pusher assembly and the catheters mentioned in the complaint were not returned for evaluation, the root cause of complaint could not be determined. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.